Event description:
Customer reported that the patient was sent from the day hospital oncology department to the PICC/midline outpatient clinic for pain at the exit site and arm swelling due to extravasation, following the infusion of chemotherapy (irritating drug) via PICC . Checks are carried out and it is decided to remove the catheter. Upon its removal, the cracking of the device along approximately half of the circumference is noted. Patient inv. Additional information 9/19. The patient reported erythema, redness and swelling due to extravasation of pegylated liposomal doxorubicin caelyx, an irritant drug. As reported in the report she had to have another PICC implanted in the other arm in order to continue chemotherapy. To date the arm has improved as the drug was not a vesicant/necrotizing drug. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-04210 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-03983.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported that the patient was sent from the day hospital oncology department to the PICC/midline outpatient clinic for pain at the exit site and arm swelling due to extravasation, following the infusion of chemotherapy (irritating drug) via PICC . Checks are carried out and it is decided to remove the catheter. Upon its removal, the cracking of the device along approximately half of the circumference is noted. Patient inv. Additional information 9/19: the patient reported erythema, redness and swelling due to extravasation of pegylated liposomal doxorubicin caelyx, an irritant drug. As reported in the report she had to have another PICC implanted in the other arm in order to continue chemotherapy. To date the arm has improved as the drug was not a vesicant/necrotizing drug. No other information provided.